Manufacturer narrative:
(B)(4).

Event description:
After several attempts during an implant procedure, the device was unable to sense or pace properly. The device was removed and replaced. The patient is in good condition following the procedure.

Manufacturer narrative:
The field report of no sensing was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.